Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description, a drug infusion was initiated on (B)(6) 2026 at 22:39 following line priming. The remaining volume was confirmed to be 13.0 milliliters (ml), and the infusion rate was programmed at 0.4 ml/hr. On april 17, 2026 at 07:32, the remaining volume was documented as 8.6 ml. Based on the reported elapsed infusion time and programmed rate, the delivered volume appears greater than expected, suggesting a potential over-infusion condition. No patient complications or adverse effects were reported as a result of this event.